Event description:
It was reported that during a total thyroidectomy procedure, the clamp force of the jaws was not tight and firm, resulting in improper sealing of vessels. When the surgeon was sealing the inferior thyroid vessels, after the instrument coagulated and cut through the vessel, the middle of the vessel snapped open, resulting in bleeding that required the surgeon to clamp and tie the vessel using a ligature. The surgeon continued to use the instrument to seal other small vessels and the same issue happened a couple of times. Once the specimen was out and hemostasis was achieved, the surgeon proceeded to close the incision. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.